Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system right atrial lead was not fully connected to the header. Intermittent capture, high capture thresholds and out of range impedance measurements were noted. Technical services (ts) was consulted, reviewed x ray and agreed the lead appeared to be under inserted. Ts recommended further testing to verify under insertion. The ICD was explanted, and the right atrial lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system right atrial lead was not fully connected to the header. Intermittent capture, high capture thresholds and out of range impedance measurements were noted. Technical services (ts) was consulted, reviewed x ray and agreed the lead appeared to be underinserted. Ts recommended further testing to verify underinsertion. The ICD was explanted and the right atrial lead remains in service. No additional adverse patient effects were reported.